Event description:
It was reported that, "the levels being fused were l2-l4. It was a trauma case, so xia 3 mono screws were being used. Screws were placed, rods were inserted and set screws were being introduced. Three set screws were cross threaded and the doctor requested new set screw to make sure his construct was secure".

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.